Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had an excessive vault. The intraocular pressure is normal. The lens remains implanted and the patient will be monitored.

Manufacturer narrative:
Adverse event to product problem; previously, b1 was incorrectly reported as an adverse event. The information presented in the claim shows that it is a product problem. (B)(4).